Event description:
Healthcare professional reported left side "pain", "change in the shape" and "rupture." The device remains implanted.

Manufacturer narrative:
Initial reporter: mobile: (B)(6) and postal code- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed in the photo openings in the device. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: no observed anomalies in the gel. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side "pain", "change in the shape" and "rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.